Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed has a 8015 giving him a profile disabled message when attaching a 8120 unit. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: the 8015 unit had no drug library on the unit. Let the biomed know he has to transfer the network config to the 8015 and download the drug library in order for the 8120 to work. Biomed will take advice and call back if he needs any further assistance. Biomed ended call. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, infusion products global customer support operations. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).